Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on a trilogy evo device while connected to a patient. There was no harm or injury reported. The customer stated the devices would not be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported the manufacturer received information alleging a ventilator inoperative condition occurred on a trilogy evo device while connected to a patient. There was no harm or injury reported. The customer stated the devices would not be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. The device was returned to a third-party service center for evaluation. During the evaluation, the customer's complaint was confirmed. The device alarmed and failed the motor calibration function test. The device blower and machine flow sensor were replaced to address the issue. The device screen was also flashing and was cracked internally. Section h6 updated.